Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogen city per iso10993 and sterility per iso11135 prior to release. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.g981u1ueschyc1 hardware: sm-g981u1 cgm sensor type: g7.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 4 and 24 hours. Patient reported the infusion site to be warm to the touch and painful. The patient reports having a hard lump at the pod infusion site. In addition the patient reports their blood glucose level had decreased to 60 mg/dl. The patient spoke to their doctor over the phone and was prescribed an antibiotic.